Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00166. Super poligrip is manufactured in (B)(6), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of hyperzincemia in a female patient who used super poligrip original as a denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1996, the patient used super poligrip original at unknown dosing. At an unknown time after using super poligrip original, the patient experienced hyperzincemia, hypocupremia, nerve damage, numbness of extremities, tingling of extremity, weakness in extremity, walking difficulty, and use of wheelchair. Treatment with super poligrip original was continued. At the time of reporting, the outcome of the events was unknown. According to the legal complaint, the patient experienced "hyperzincemia, hypocupremia and extensive nerve damage resulting in numbness, tingling and weakness in her toes, knees, fingertips, elbows, legs, hands, muscles, and difficulty walking which requires her to use a wheelchair." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Follow up information was received on 05 july 2011 via fact sheets completed by the patient and/or the patient's attorney. The patient used upper dentures since 1995. Fixodent original was used from 1995 until 1996, seven times a week, one-fourth of a 2.4 ounce tube a week. Super poligrip original was used from 1996 until the present time, seven times a week, one 2.4 ounce tube a week. The patient tried super poligrip ultra fresh one time. The patient experienced neuropathy (2004), which caused an inability to walk or use her hands and a lot of pain. The patient was receiving disability due to an inability to use her legs and hands. The patient also experienced hypocupremia (2005) and hyperzincemia (2005). This case has been upgraded to medically serious by gsk.